Event description:
It was reported that this implantable lead oversensed noise. The associated device was reprogrammed. The patient is pacemaker dependent however there was no pacing inhibition observed as a result of the oversensing. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).